Event description:
Reporter states customer was passed out with blood glucose result of 99 mg/dl obtained on the aviva system; reporter states she poured apple juice down the customer's throat and he "came around." Requested return of suspect device and replacement was sent.